Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) required multiple repositions due to low pacing impedance. On the last attempt, the lp became immobile while attempting to fixate. When the lp was removed, a sprung helix was observed. A different lp was used to complete the procedure. There were no patient consequences.